Event description:
It was reported that the right ventricular lead threshold was elevated, and a fracture was detected in the lead insulation. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided.